Event description:
The manufacturer received information alleging a test failed during preventative maintenance on the device. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse informed the customer that the device's oxygen blending module board would need to be replaced to address the issue.